Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon is due to a circuit (g1) board failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus singapore pte. Ltd. (Osp). Osp checked the device and duplicated the reported phenomenon. It was found that the monitor did not turn on intermittently. From the following investigation results, the exact cause of the reported event could not be conclusively determined and surmised. -from the evaluation results of the device, it was not possible to identify the location of the failure. -the device was not returned to olympus medical systems corp. (Omsc). Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The device suddenly shut down automatically. The device will be sent to the olympus (B)(4) for repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An olympus field service engineer (fse) was informed by a nurse at the user facility that during the procedure, the monitor went black after using the device for a while. The nurse replaced the device to another device and completed the procedure. When the user inspected the device before using it, the device was normal. There was no report of patient injury associated with the event. Fse then visited the user facility and confirmed that the same problem occurred after turning on the device for more than 10 minutes. The device could not be turned on, so fse returned the device to olympus (B)(4).